Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not deploy correctly which aggravated the ulcer bleed. This caused bleeding to increase. It was reported that a subsequent interventional radiology (ir) embolization was performed to stop the bleeding where a hemostatic spray was deployed, oozing persisted, the patient was then intubated and was taken to the intensive care unit (ICU). The patient was discharged home after stabilization of her condition.

Manufacturer narrative:
Block g2: medwatch number is (B)(4). Block h2: additional information: block d7a (reprocessed and reused?) And h8 (usage of device) have been updated based on the additional information received on february 20, 2023. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy correctly. Patient code e0506 captures the reportable event of hemorrhage. Impact codes: f0801 and f23 capture the reportable event of intensive care and unexpected medical intervention.

Manufacturer narrative:
Medwatch number is (B)(4). Imdrf device code a15 captures the reportable event of clip did not deploy correctly. Patient code e0506 captures the reportable event of hemorrhage. Impact codes: f0801 and f23 capture the reportable event of intensive care and unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not deploy correctly which aggravated the ulcer bleed. This caused bleeding to increase. It was reported that a subsequent interventional radiology (ir) embolization was performed to stop the bleeding where a hemostatic spray was deployed, oozing persisted, the patient was then intubated and was taken to the intensive care unit (ICU). The patient was discharged home after stabilization of her condition.